Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation on the distal end of the device was melted/burned.

Manufacturer narrative:
Alleged failure: noticed a hole in the plastic, it looked melted or burned. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the unit could have been accidentally scrapped with another hard object or device during surgery, or when inserting or removing the probe into an obstructed passageway, which could cause insulation damage. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation on the distal end of the device was melted/burned.